Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was reported that the patient suffered a pericardial effusion near the end of the procedure. The patient¿s pressure was slowly dropping during the procedure. Ice (intracardiac echo) was used to confirm the effusion. The procedure was aborted and a pericardiocentesis was performed and 200 cc of fluid was removed from the pericardial space. The patient is stable and will remain overnight. They were using 45 watts and force was never over 32 gms. There were no impedance spikes noted. It was also reported that the v7.1.80.33 carto 3 system is displaying a 600 error. Recording of ultrasound clips is currently disabled. They cannot see the soundstar catheter on the carto 3 system map. They attempted to close the study and reopen however the issue did not resolved. The soundstar catheter was replaced, and the issue was resolved. The carto 3 system is operating per specs and is not responsible for the product issue. The procedure was continued. The bwi sales consultant called back to inform that the carto 3 system is displaying a catheter disconnected for the cartosound module. There are no images on cartosound or the ultrasound system. Caller advised to replace the eco cable, and the issue was resolved. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was the procedure. A tap was the medical intervention provided. The patient did require extended hospitalization because of the adverse event for observation. A smartablate generator was used. A transseptal puncture was performed with a brk-1. There was no evidence of steam pop. The event was noticed post ablation phase. An irrigated catheter was used in the event, the flow setting was 2ml pre ablation 15ml during ablation 2ml post ablation. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Error 600 on ultrasound window and error catheter is not connected on ultrasound window were observed on biosense webster equipment during the procedure. Graph, dashboard, vector and visitag force visualization features were used. The visitag module was used, the parameters for stability used were used; 2 range; 3 time; fot; 3mm tag size. Ablation index additional filter was used with the visitag. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).